Event description:
The physician was doing an aneurysm coiling. He advanced the transend 300 floppy guidewire through a microcath, took the microcath off and advanced a neuroform stent over the wire. Though the physician noted it felt tight, the stent was advanced. The doctor then deployed the stent and tried to pull it off, but it was very difficult. The doctor also found it difficult to manipulate the wire within the stent. Eventually, the physician had to pull forcefully to get the stent off the wire. After the wire was removed, examination revealed that the wire was stretched, and that part of the wire coating seemed to be missing. The patient was not harmed as a result, and there has been no response from the manufacturer regarding this failure.